Event description:
Customer contacted an asante clinical representative to report that he was in the hospital with diabetic ketoacidosis (dka). He sent a text message stating that "insulin hasn't worked". The customer has type I diabetes mellitus that was previously treated by multiple daily injections until (B)(6) 2014, when he was trained on the asante snap insulin pump system and began using the pump. On (B)(6) 2014, he reported to the hospital. On (B)(6) 2014, the customer texted the asante clinical representative that he would "keep a closer watch on bg and make sure insulin is working". Since that time, he has not returned repeated follow-up calls from the asante clinical representative. No other details are available and it is unknown wether the customer, who was new to insulin pumps, was following his training (or whether a device malfunction occurred or whether there was a problem with his insulin).